Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 148 ohms, as observed by the clinic on latitude. A commanded maximum energy shock test was performed, which resulted in an associated shock impedance greater than 125 ohms and no fault code. Boston scientific technical services (ts) discussed with the boston scientific field representative that shock impedance value is between 125 ohms and 145 ohms, which means it did not decrease much below the daily measurement value and will likely continue to rise. The representative indicated that according to the physician, the patient will be scheduled for a rv lead replacement, but the procedure is delayed due to general cancellation of elective procedures at this time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. There were no adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 148 ohms, as observed by the clinic on latitude. A commanded maximum energy shock test was performed, which resulted in an associated shock impedance greater than 125 ohms and no fault code. Boston scientific technical services (ts) discussed with the boston scientific field representative that shock impedance value is between 125 ohms and 145 ohms, which means it did not decrease much below the daily measurement value and will likely continue to rise. The representative indicated that according to the physician, the patient will be scheduled for a rv lead replacement, but the procedure is delayed due to general cancellation of elective procedures at this time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.